Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the leak was caused by a misaligned rinse block which was not traveling far enough down the manual probe and contributed to a drip of backwash fluid from the manual probe. The fse aligned the rinse block to the probe to resolve the issue. The repairs were verified per established service procedures. (B)(6).

Event description:
Customer reported a 3 ml leak of diluent from the probe rinse block of their hmx autoloader instrument. The diluent leaked onto the bench top. There was no biohazard exposure to anyone, and no contact to open or broken skin. Customer was wearing ppe (personal protective equipment) consisting of lab coat and gloves. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Date of manufacture was revised to reflect correct manufacturing date.